Event description:
It was stated that the customer was connected to the insulin during the manual prime and delivered over 30 units into her body. The customer's mother then called the paramedics to have the customer taken to the hospital due to the incident. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.